Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Moreland cup osteotome broke halfway at the metal osteotome.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. Similar failures have been evaluated by depuy material science. The fracture is consistent with bending loading and or a combination of bending and impact loading due to overload or low cycle high stress fatigue. Loads were applied that exceed the material and design intent of the instrument. Based on similar evaluations the root cause is attributed to overload, suggesting the device was misused causing the reported breakage. Based on the root cause of suspected misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.